Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "laryngoskope blade is not stable in its handle (rusch) and due to this the blade moves during intubation." It was reported the issue was discovered prior to patient use and the device was not used for intubation because it was obvious that the laryngoscope was not stable in it's handle.

Event description:
Customer complaint alleges "laryngoskope blade is not stable in its handle (rusch) and due to this the blade moves during intubation." It was reported the issue was discovered prior to patient use and the device was not used for intubation because it was obvious that the laryngoscope was not stable in it's handle.

Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports that the dimensions of the blade were verified and functional testing was performed. The blade was working perfectly and was stable on the handle. It was also reported that the device history record was reviewed for lot no. 2002341 and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. The returned blade was found to meet manufacturing release specifications and no issues were identified.